Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
This event occurred in (B)(6). Occupation: occupation is lay user/patient.

Event description:
The initial reporter questioned inr results from coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The customer is currently in the hospital with severe pneumonia and has been comparing his meter to the laboratory. Based on the 2 comparisons provided, one comparison is discrepant. The customer tested on the meter with a result of 4.7 inr. The result from the laboratory within 1 hour was 3.42 inr. The customer's therapeutic range is 2.2 - 2.3 inr. There was no allegation that an adverse event occurred due to the device. The customer is taking an increased amount of antibiotics due to the pneumonia. The test strips were requested for investigation. Relevant retention test strips (lot 322640) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.